Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that the tips of one driver and two pedicle probes broke off from the instruments intra-operatively. The patient is reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. This medwatch report is being filed for the second pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-235776 for first pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23575 for the driver that was involved in this event.

Manufacturer narrative:
Visual inspection of the xpdm thoracic pedicle prb, crv (product code: 279702040, lot no. Nw106670) found the probe bent at the 40mm graduation mark. The instrument was not broken as reported in the original event description from the complainant. A device history record (DHR) review for the xpdm thoracic pedicle prb, crv (product code: 279702040, lot no. Nw106670) identified that the lot was released to stock in 3 batches on 4/6/11, 5/10/11, and 7/12/11 all with no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium pedicle probe family was bounded because of a similar geometric design and functionality. It was noted that none of the related complaints resulted in harm to the patient. The root cause of the probe becoming bent is unknown however it was reported that the patient had particularly hard bone which may have contributed to increased stress and the device faults. As there has been no issue identified in the manufacturing or release of the device that could be attributed to the problem reported by the customer and there has been no observed systemic trend the file will be closed with no further action required.

Event description:
It was originally reported that the tips of one driver and 2 pedicle probes broke off from the instruments intra-operatively. The patient was reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. Upon receipt and review it was determined that the instruments did not break. The distal 1mm of the drive feature was stripped and the pedicle probes were bent. See mfg medwatch report# 1526439-2013-235776 for first pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23575 for the driver that was involved in this event.